Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). The pt's wife stated that she was awakened by his lvad alarm. She called 911 and began hand pumping. The pt was taken to a local hosp where they paged the vad coordinator at the pt's center. The or stated that they had a pulse and blood pressure. Atropine and epl was given to the pt, and then the pt was transferred to his center. The pt arrived at his center intuvated and in batteries. The pt was unresponsive. A CT scan of the head and an eeg was done, and the results showed the pt was brain dead. The pump was explanted and sent to the manufacturer for analysis.